Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient power of attorney (son) alleges "severe headache, left eye pain, chest pressure and nasal chapping", "that come and go mostly with no warnings and lasting for a few minutes to several hours". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient power of attorney (son) alleges "severe headache, left eye pain, chest pressure and nasal chapping", "that come and go mostly with no warnings and lasting for a few minutes to several hours". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5103591) field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient power of attorney (son) alleges "severe headache, left eye pain, chest pressure and nasal chapping", that come and go mostly with no warnings and lasting for a few minutes to several hours. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed and there were thirty-two errors found. The manufacturer concludes that there was no evidence of visible foam degradation. Box d: device avail. For eval? Date returned is updated. Box h was updated in this report.